Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported the device had been acting up. Patient stated that two days ago they charged the implant up to 80% within half an hour, but the following day both implant and controller were depleted. Patient attempted to use aa batteries to power the controller but was unable to charge the implant and was prompted to use the battery pack. Patient stated they were then able to charge both controller and implant to 100%. Patient reported that this morning both controller and implant remained at 100%, which should not be the case. Patient stated it was unusual that the implant battery did not deplete overnight and wondered why. Agent reviewed battery usage depends on the therapy settings. Patient stated they had not turned off stimulation, had not changed the program, and had kept the same setup for nine years. Patient current group a, program 1 intensity 1.8. Agent redirected patient to healthcare provider (hcp). Emailed field rep for visibility. Patient reported they had an appointment scheduled for may 26. Additional information was received from a manufacturer representative (rep). The rep reported that patient had an appointment with implanting physician may-19 11:15 am for probable replacement.